Event description:
It was reported that the patient complained of burning sensation at site when device alarmed for elective replacement indicator. The patient indicated that the sensation persisted off and on since then. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.